Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user was unable to pair a new dexcom g7 sensor to the ilet and the dexcom app after multiple attempts, despite confirming the sensor code and starting a new sensor; the agent advised applying the applicator magnet to prompt warmup and the user planned to contact dexcom for sensor replacement if pairing did not initiate. Symptoms included no reported clinical effects. Outcomes included no reported impact to health and no medical intervention or hospitalization. Investigation included remote troubleshooting and user guidance to attempt warmup initiation. Investigation of this case revealed a failure to establish communication between the cgm sensor and the ilet, consistent with a connectivity or pairing malfunction of the cgm component interfacing with the pump system, with no evidence of ilet alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was likely sensor-to-receiver communication failure attributable to the external cgm component.